Manufacturer narrative:
The event took place outside the united states (in france) and was associated with a product that is also cleared for the market in the united states.

Event description:
The patient was revised on (B)(6) 2022 due to infection. The primary surgery was on (B)(6)2022. A glenosphere, a cup, a metaglene and a stem were explanted. A glenosphere, a metaglene and an extension post were implanted.